Event description:
This device was explanted because it could not be interrogated after lvad placement.

Manufacturer narrative:
(B)(6) 2011. The analysis on this device is pending.

Event description:
This device was explanted because it could not be interrogated after lvad placement.

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending.